Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00225 and 1058196-2010-00226. Additional information will be submitted within 30 days upon receipt.

Event description:
During a stent assisted coil embolization of an unruptured 7mm posterior communicating (p-com) artery aneurysm, the 22mm enterprise could not be recaptured for repositioning. The device seemed locked up in the prowler select plus (606s255x) microcatheter. The prowler and enterprise were removed and another enterprise and microcatheter were used to successfully complete the procedure with no changes in the patient's condition. While deploying about 50 percent of the enterprise across the 5mm neck of the aneurysm it was noted that the vrd was not exactly where the physician wanted it; therefore an attempt was made to recover the vrd. An attempt was made to advance the microcatheter or the stent; but it was unable to be recaptured and it seemed to be locked up in the microcatheter. This was the first attempt to recapture. After a couple of attempts to free it, and making sure that there was a continuous flush, the decision was made to pull out the whole device. After removal, it looked like the distal wire was "pinched" in the distal stent tines. Requested films pertaining to the recapture difficulty have not been received. It was reported that both the enterprise system and prowler microcatheter were discarded and therefore not available for analysis.

Manufacturer narrative:
During a stent assisted coil embolization of an unruptured 7mm posterior communicating (p-com) artery aneurysm, the 22mm enterprise could not be recaptured for repositioning. The device seemed locked up in the prowler select plus (606s255x) microcatheter. The prowler and enterprise were removed and another enterprise and microcatheter were used to successfully complete the procedure with no changes in the patient's condition. While deploying about 50 percent of the enterprise across the 5mm neck of the aneurysm, it was noted that the vrd was not exactly where the physician wanted it; therefore, an attempt was made to recover the vrd. An attempt was made to advance the microcatheter or the stent; but it was unable to be recaptured and it seemed to be locked up in the microcatheter. This was the first attempt to recapture. After a couple of attempts to free it, and making sure that there was a continuous flush, the decision was made to pull out the whole device. After removal, it looked like the distal wire was "pinched" in the distal stent tines. Requested films pertaining to the recapture difficulty have not been received. It was reported that both the enterprise system and prowler microcatheter were discarded and therefore not available for analysis. A review of the manufacturing documentation associated with this lot 15174400 the following was found. No nonconformance records were issued for this lot. Process monitoring indicated that there were no excursions were found for lot 15174400. Additionally, inspections at 100% are in place to prevent damages on microcatheters leaved the facility based on the available information and without the return of the devices for analysis, no conclusion can be made regarding possible factors contributing to the reported inability to recapture the enterprise vrd in the prowler select microcatheter. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2010-00225 and 1058196-2010-00226.